Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that blood glucose is 574 mg/dl. Customer stated that they has given himself a bolus of 4.5 units and showing blood glucose down. Customer stated that the sensor will not allow him to calibrate. It was showing high sensor glucose and his blood glucose was over 600. Customer stated that they have been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. The insulin pump will not be returned for analysis.